Manufacturer narrative:
G4: 13jul2020 b4: (B)(6)2020 the customer reported that the touchscreen was functioning at the time of the reported event. The front bezel was replaced to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
It was reported that during preventative maintenance (pm) the ventilators navigation ring was not working. There was no patient involvement.